Event description:
It was reported that pst femoral stem loosened and was explanted along with the pst head and liner. A restoration hip was implanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown pst femoral stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a mako stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return, x-rays, operative reports, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that pst femoral stem loosened and was explanted along with the pst head and liner. A restoration hip was implanted.